Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reported experiencing an infection at the infusion site. Caller stated he does not always practice site rotation. Caller reported he received a prescription for an antibiotic from his primary care doctor. Infusion set has been discarded. No product will be returned.